Manufacturer narrative:
Approximate age of device- 98 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient presented to the emergency department due to low flow alarms and presented with epistaxis. While waiting to be triaged, the patient lost consciousness. The patient¿s low flow alarms were determined to be due to hypertension. CT of the heart with contrast was normal. The patient¿s inr level was 2.0. No findings on the echocardiogram. No additional information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion a direct relationship between the device and the reported epistaxis could not be conclusively determined through this evaluation. Additionally, review of the patient¿s submitted log file confirmed low flow alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6)2019 to (B)(6)2019. The pump was set to a fixed speed of 5000 rpm and operated at or above the low speed limit of 4500 rpm for the duration of the log file. The log file recorded low flow alarms on (B)(6)2019 at 7:13:44 am and 9:35:08 am, and on (B)(6)2019 at 1:30:56 am, 6:26:38 am, 8:00:42 am, and 9:38:44 am when the patient¿s calculated flow dropped below the low flow threshold for 10 seconds or longer. The flow returned to baseline following these events and no further low flow alarms were captured. The log files appeared to capture the pump operating as intended. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.